Event description:
It was reported that the surgeon placed the device in the shoulder and when he was about to tap in the screw, he noticed the peek eyelet had detached. Info received on 02/05/08 indicates the screw was not placed and the eyelet remains in the pt. No further pt info is available from the customer and no adverse consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
Device is expected for evaluation but not yet received. A follow up report will be submitted upon completion of the investigation.